Event description:
A 6.0mm diameter x 17mm length biliary extra support plus stent system was selected for the treatment of a stenotic lesion in a location unknown to medtronic/ave. The stent dislodged from the stent delivery system. The physician successfully retrieved the dislodged stent with a snare system. The pt is reportedly doing fine. There was no add'l clinical sequelae reported relative to the event and there is no further info availlable from the user facility.